Manufacturer narrative:
Examination of the submitted device confirmed the jack pin has been plastically deformed and is bowed in a manner that is consistent to which the end user would tighten the device to the trial femur. With the information provided a root cause cannot be determined. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor reported failures via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument is stripped. It is difficult to lock into the femur.